Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in. Pact av access was used to treat the left arm anastomosis. The patient was also treated with an in. Pact av access in the swing-point. Approximately 4 months post the index procedure and 2 weeks post swing-point procedure the patient suffered stenosis of left brachial basilic fistula. Patient had stenosis within the non-target swing segment, that had been resistant to balloon angioplasty 2 weeks prior. Patient started having problems with increasing bleeding and pressures with dialysis. Fistulagram was performed. A stent graft was deployed across the area of stenosis. Patient recovered.